Event description:
Technician alleged the head of the bed was drifting.

Manufacturer narrative:
Technician repaired the head drift issue, no further information on the repair is available. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.